Manufacturer narrative:
Correction: the reporter name, reporter address, zip code, and reporter phone number provided in the initial report was incorrect. The correct information is in this report and should supersede the previously reported information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a transesophageal echocardiography procedure, it was noted that there was vegetation on the pacemaker system¿s leads. The patient was started on antibiotics but signs of infection were still noted. The system was explanted. Patient was stable throughout.